Manufacturer narrative:
On (B)(6) 2005 device code: it was reported that the physician elected to remove this device as a result of the field action by the manufacturer, ela medical. A response from the manufacturer is pending. (B)(6) 2006 the device and/or patient files pertaining to this case were not returned to ela medical for an analysis. Result: because the device was not returned. No conclusion can be drawn. There were no reports that the device did not perform as intended. Because the device was not returned for analysis and no patient file was retrieved, no conclusion can be drawn. However, it should be noted that there were no reports that the device did not perform as intended. The device was explanted prophylactically because this device was listed in the advisory letters issued in 2004.

Event description:
After 24 months of implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD's. Ela medical was not notified of this case until (B)(6) 2005.